Event description:
The patients physician later reported that there is no specific diagnosis of the cause of the facial paresis. It is not related to stimulation and could be related to surgery. There has been permanent voice alteration since surgery. The voice alteration may be related to surgery, but cannot be confirmed. No intervention has been taken for the event.

Manufacturer narrative:
Corrected occupation, initial report: inadvertently left as na.

Manufacturer narrative:
H6. Corrected investigation findings, supplemental #1 report: inadvertently left out c19 coding

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's face is unequal when they smile. Their physician does not know if it is related to vns therapy and device settings. No other relevant information has been received to date.